Event description:
Customer feels the cygnus glucowatch is not accurate enough to be on the market. Customer purchased this product to help control their hypoglycemic reactions. The watch monitors blood sugars every 10 minutes through the skin. Granted the readings are about 10 minutes behind an actual blood reading but customer found that they were also up to 40-50 off an actual reading within 3-4 hours of calibration. This led to a seizure on the date of the event. The watch read 75 and after the seizures, the paramedics read the blood glucose at about 45 and this was after customer had taken 4 glucose tablets previous to the seizure. Customer faults the product for misleading as to the level of customer's blood sugar and giving inaccurate readings.